Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 586 mg/dl. Customer declined to troubleshoot their high blood glucose levels. Customer advised they went to the hospital due to high blood glucose and were wearing the insulin pump at the time of hospitalization.